Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the alarm for high blower temperature occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Onsite service is currently pending.

Manufacturer narrative:
A field service engineer (fe) went onsite and was able to duplicate the alarm for high blower temperature. The fse then performed a check of the blower and confirmed that the blower was not functioning correctly. The fse replaced the blower to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service.